Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device mhm161 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a gynecological trocar procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil, a needle and suture piece of product code vcp602, lot mhm161 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance pull off - suture needle, is a clip off defect.